Event description:
It was reported that the insulin pump alarmed button error and the buttons were unresponsive. The customer stated that the alarm populated on the screen of the insulin pump for a second but was not there anymore. The customer's blood glucose was unk at the time of the event. The customer stated, that prior to the alarm, they changed the battery, and insulin pump seemed not to be functioning correctly. There was a message on the display, but the customer could not make a choice due to the keypad anomaly. The customer was advised that the device needed to be replaced. The customer stated that they had another insulin pump that they would start using. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.